Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a lead safety switch due to a low out of range pacing impedance measurement of less than 200 ohms. Additional information provided from the field indicated the cause was thought to be due to external sources. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.